Event description:
The customer reported there was something loose in collimator cover and an artifact appears in the fluoro image. No risk of injury to pt or staff.

Manufacturer narrative:
The service rep removed a foreign object from under the collimator cover and tightened articulating arm mounting bolts. Fluoro image is free cf artifacts at this time. System operates properly at this time.